Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the insulin pump had a battery alarm during or after the buttons were not responding. The customer stated that a new battery was inserted and the insulin pump alarmed. The alarm could not be cleared and the time was not advancing by more than one minute. Instructed the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.